Manufacturer narrative:
The unit was returned to the company for investigation. The unit was in good condition, per a visual inspection. The oxygen concentration was above 93% for all flow rates, which is within the 87 - 95.5% acceptable range detailed in the device specifications. There were no indications of temperature induced issues such as melted foam, wires, connectors or plastic observed anywhere in the device. All wiring and connectors were found to be undamaged. The company was unable to reproduce the incident described. The cannula was not returned with the unit, so this could not be included in the evaluation of the device. The device was operating as designed and well within the acceptance criteria.

Event description:
The company received notification of a series of alleged adverse events on (B)(6) 2016. The involved equinox was allegedly used by 4-5 people and they all experienced the same issue. The incidents were reported via email, stating "I did read the o2 levels and they are within 95-97% but after about 30 - 60 mins of use this machine emits something that makes people have headaches and a burning sensation in their throats. I have had 4-5 people try this and all have the same issue. I even had a metallic taste in my mouth."

Manufacturer narrative:
The unit has been returned to the company for inspection and is currently pending non-destructive testing. Once the results have been received a followup report will be submitted.

Event description:
The company received notification of a series of alleged adverse events on april 14, 2016. The involved equinox was allegedly used by 4-5 people and they all experienced the same issue. The incidents were reported via email, stating "I did read the o2 levels and they are within 95-97% but after about 30 - 60 mins of use this machine emits something that makes people have headaches and a burning sensation in their throats. I have had 4-5 people try this and all have the same issue. I even had a metallic taste in my mouth."